Manufacturer narrative:
No damaged reservoir retainer noted during testing. The p-cap able to lock in place. Device passed displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 455 mg/dl. Customer stated that the insulin pump was dropped. Retainer ring was loosened. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The device will be returned for analysis.